Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after the implant procedure, the implantable cardiac monitor (icm) had come out of the pocket. It was also noted that the patient developed an infection at the implant site. The patient was treated with antibiotics and the icm was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product events summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.